Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2022. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The patient was treated with an unspecific drug (intraperitoneal) for peritonitis. Pd therapy was withdrawn. It was not reported if the patient was hospitalized or if they recovered. It was not reported if the patient was retrained on the proper aseptic technique. No additional information was provided as the reporter declined follow up.